Event description:
A pt experienced a wound infection at the extension connection site. This occurred six years after implant. The extension and the stimulation device were explanted. The lead was left in place as it was "missing infection signs." Immediately after the explantation, the pt experienced intractable burning facial pain that was treated with gabapentin with minimal effect. Three months later, a new stimulation device was implanted on the side opposite the infection. The pt is reported to have regained decrease of the facial pain with the new stimulator.